Manufacturer narrative:
(B)(4). Investigation summary: a mz1000 (B)(6) product was not available for investigation, however, the customer confirmed that the complaint sample was from lot#: 19055672. Further information provided by the customer indicates that the pump alarmed, however further details relating to the alarm were not available. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot#: 19055672 did not identify any in-process testing failures, or quality deviations, which may have resulted in a report of this nature. Investigation conclusion: in this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. Root cause description: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused, or contributed to the customer¿s experience. Rationale: no product was returned for investigation and the root cause of the complaint was not determined, therefore, there is no new product information on which to base an sa/CAPA.

Event description:
It was reported that maxzero needleless connector tubing was damaged. The following information was provided by the initial reporter: the child was given a PICC catheter on (B)(6) 2020, connected to a transparent needle-free connector for infusion. The connector was found to be damaged, and then the connector was replaced. Contact the manufacturer to analyze the cause.